Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy/pregnancy (no complications') and haemorrhage in pregnancy ('bleeding at the beginning of pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008,), haemorrhage in pregnancy and induced labour. Previously administered products included for birth control: birth control pills from 2007 to 2008. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue always/tired"). In (B)(6) 2011, the patient experienced pruritus ("allergic or hypersensitivity type: itchy body"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("lower pelvic pain"). In (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormone level"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("back pain"), alopecia ("hair loss"), infection ("infection"), uterine cervical pain ("cervical pain"), somnolence ("sleepy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital pain ("genital pain") and dysmenorrhoea ("pain increases with cycle"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, menstruation irregular, back pain, alopecia, infection, uterine cervical pain, vaginal haemorrhage, fatigue, somnolence, pruritus, pelvic pain, hormone level abnormal, dyspareunia, genital pain and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital pain, haemorrhage in pregnancy, hormone level abnormal, infection, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, pruritus, somnolence, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), fatigue always, sleepy, itchy body, lower pelvic pain, low hormone level, dyspareunia (painful sexual intercourse), genital pain, pain increases with cycle and event- failure to occlude (close) fallopian tube(s clubbed to previous event- device ineffective. Events onset date, lab data were added. Essure insertion date, pregnancy outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy/pregnancy (no complications') and haemorrhage in pregnancy ('bleeding at the beginning of pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 (B)(6) 2002, (B)(6) 2006, (B)(6) 2008,), haemorrhage in pregnancy and induced labour. Previously administered products included for birth control: birth control pills from 2007 to 2008. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue always/tired"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity type: itchy body"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("lower pelvic pain"). In (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormone level"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("back pain"), alopecia ("hair loss"), infection ("infection"), uterine cervical pain ("cervical pain"), somnolence ("sleepy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital pain ("genital pain") and dysmenorrhoea ("pain increases with cycle"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, menstruation irregular, back pain, alopecia, infection, uterine cervical pain, vaginal haemorrhage, fatigue, somnolence, pruritus allergic, pelvic pain, hormone level abnormal, dyspareunia, genital pain and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital pain, haemorrhage in pregnancy, hormone level abnormal, infection, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, pruritus allergic, somnolence, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6)2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy/pregnancy (no complications') and haemorrhage in pregnancy ('bleeding at the beginning of pregnancy') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008,), haemorrhage in pregnancy and induced labour. Previously administered products included for birth control: birth control pills from 2007 to 2008. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue always/tired"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity type: itchy body"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("lower pelvic pain"). In (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormone level"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("back pain"), alopecia ("hair loss"), infection ("infection"), uterine cervical pain ("cervical pain"), somnolence ("sleepy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital pain ("genital pain") and dysmenorrhoea ("pain increases with cycle"). The patient was treated with naproxen (naprozen). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, menstruation irregular, back pain, alopecia, infection, uterine cervical pain, vaginal haemorrhage, fatigue, somnolence, pruritus allergic, pelvic pain, hormone level abnormal, dyspareunia, genital pain and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital pain, haemorrhage in pregnancy, hormone level abnormal, infection, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, pruritus allergic, somnolence, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: failure to occlude (close) fallopian tubes. Lot number: 627315 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pregnancy with contraceptive device ('pregnancy/pregnancy (no complications') and haemorrhage in pregnancy ('bleeding at the beginning of pregnancy'). In an adult female patient who had essure (batch no. 627315), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008,), haemorrhage in pregnancy and induced labour. Previously administered products included: for birth control: birth control pills from 2007 to 2008. Concomitant products included: medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue always/tired"). On (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity, type: itchy body"). On (B)(6)2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("lower pelvic pain"). On (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormone level"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("back pain"), alopecia ("hair loss"), infection ("infection"), uterine cervical pain ("cervical pain"), somnolence ("sleepy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital pain ("genital pain") and dysmenorrhoea ("pain increases with cycle"). The patient was treated with naproxen (naprozen). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, menstruation irregular, back pain, alopecia, infection, uterine cervical pain, vaginal haemorrhage, fatigue, somnolence, pruritus allergic, pelvic pain, hormone level abnormal, dyspareunia, genital pain and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report; the patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital pain, haemorrhage in pregnancy, hormone level abnormal, infection, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, pruritus allergic, somnolence, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: lot number added, treatment drug added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.